Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged safety clamp shim was identified during visual inspection. The cause of the condition was not able to be determined. To correct the condition, the safety clamp shim was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.